Manufacturer narrative:
It was reported that the patient underwent skin revision surgery and was treated with oral, IV and topical antibiotics (date and duration not reported). This report is submitted on september 25, 2019.

Manufacturer narrative:
This report is submitted on june 17, 2019. (B)(4).

Event description:
It was reported that the patient experienced infection at abutment site; subsequently the abutment was removed (date not reported). The implanted device remains.